Event description:
It was reported that the jaws broke off of both devices during a laparoscopic hernia repair procedure. Both devices were used in the same case when problem occurred. A third device was used to complete procedure. No pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.